Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer reloaded the cartridge and received a minimum fill message. Reportedly, the cartridge had plenty of insulin. The customer successfully loaded a new cartridge. Also, it was reported that there were air bubbles in the tubing and luer lock. The customer primed the tubing and resumed insulin delivery. There was no impact to the customer's blood glucose level.